Manufacturer narrative:
A cryoballoon was not used during this procedure. The device from the original procedure was not available, therefore, no device investigation was performed. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The physician reported that the stricture was procedure related. Stricture successfully dilated to 14mm with bougie dilator. Ulceration is also a known potential adverse reaction to ablation, since ablation causes destruction of tissue and inflammation which can range from mild to severe.

Event description:
C2 therapeutics became aware of adverse event on (B)(6) 2018 on a clinical study patient. Patient was initially treated with cryoballoon ablation system on (B)(6) 2018. One applications of cryoablation was applied using the cryoballoon 180 catheter to create a hemi-circumferential ablation. Patient has a history of endoscopic mucosal resection. On (B)(6) 2018 patient presented with complaints of dysphagia. Patient underwent endoscopy and a moderate stenosis was found. Stricture was dilated to 15mm with virtually no resistance and no mucosal damage. The area treated with cryoballoon ablation is nicely regenerated with squamous epithelium.